Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: right/left/up/down knob had a stain; adhesive on bending section cover was detached; and the scope cover, universal cord, plastic distal end cover, connecting tube and switch 2 had a scratch. Due to wear of angle wire, the bending angle in down direction does not meet the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the elevator movement was not smooth on the duodenovideoscope. The event was found during the therapeutic endoscopic retrograde cholangiopancreatography procedure, and it was completed using the same set of equipment. There were no reports of patient harm. The device was returned and evaluated; the forceps elevator and knob wire had foreign material due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications. Based on functional testing, foreign material adhered/clogged in k-wire and forceps elevator were confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). It was confirmed that the section of the device with the foreign material residue had no deformation. There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in tjf type 150 operation manual chapter 3 preparation and inspection IFU states the preventative measures in tjf type 150 reprocessing manual 3.5 manual cleaning. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.